Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that an 0616-000 obturator, pin guide, end cap has disconnected from the shaft. And an 0312-200 pin guide spring attachment clamp that connects the clamp to the lag screw sheath has broken and can no longer be locked together. This was discovered during a procedure on (B)(6) 2022.

Manufacturer narrative:
The complaint is confirmed. (2) unpackaged 0616-000 were received for investigation. Visual inspection revealed that one of the devices had no issues. The other device was noted as having the knob detached from the pin shaft, with a broken weld. The pin shaft was tested against a grade a surface plate and was noted as being slightly bent. Since the pin shaft is bent, a probable cause can be attributed to the application of mechanical forces against the device via leveraging/prying.